Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. She underwent the concurrent procedure of a mini-arc mesh implantation during mesh implantation. It was reported that following insertion the patient experienced recurrence of prolapse, worsening of incontinence, and dyspareunia. She complained of vaginal discomfort since time of surgery. On (B)(6) 2008 she underwent sparc sling implantation and since second day of surgery she remains incontinent. It was reported that the patient experienced stress urinary incontinence and underwent cystoscopy with coaptite intraurethral injection on (B)(6) 2008. No additional information was provided. (B)(4) - recurrent prolapse; dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent transobturator tape (mini arc) and sacral colpopexy.

Event description:
It was reported that the patient concurrently underwent transobturator tape (mini arc) and sacral colpopexy.